Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received with the duckbill out of position and missing. One potential cause for the damage found may be the snagging of an instrument during insertion. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure, the device was leaking. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded. No other details are available.